Event description:
It was reported that an ilet user experienced prolonged high glucose with a pump reading of 398 mg/dl and a confirmatory fingerstick of 341 mg/dl despite no recent food intake; after consultation, the user performed a site-only change, and glucose trended down to 236 mg/dl. Customer care provided support that included follow up with the user. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with possible infusion site or delivery issue resolved by site replacement. It was concluded that the device was functioning within expectations following the site-only change and that no definitive device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.